Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon clipped down on the stapler on the base of the cecum and decided to move closer due to he was too high to fire. He waited 15 seconds for compression and fired across the appendix with a blue reload. The surgeon then observed the staple line and noticed the staples had malformed on each side and were open ended. The staples were also b formed on the area where there was no tissue after the firing. Some of the staples fell into the patient's abdomen. He used a suction irrigator and took the staples out that he could see. The staple line was leak tested and no leaks were observed. The surgeon has a concern that there may still be staples in the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.